Manufacturer narrative:
(B)(4). Color: gray. Per visual inspection: no physical cartridge to holder, or inpen was noted. End cap wont stay in place. Customer reports: inpen has stopped logging in doses. Dose log inaccuracy. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. Resistance was observed when dosing without a cartridge installed. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also excessive plastic shavings contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. It was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Encoder base bond failure can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or inpen not paring. However, unable to verify customer complaint of dose log anomalies due leadscrew anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pen stopped logging doses. Customer stated that intended dose amount and dose amount recorded in the insulin pen app was greater than 1.0 unit. Customer stated that 5.0 units were not recorded in the log book each time. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.